Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC not working and actilyse treatment instilled unsuccessfully as line still blocked. Patient attended for x-ray and line in correct position but still not flushing therefore removed. Kinks noted in PICC at 20 cm and 27cm. No harm came to patient and new PICC inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinking in catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc catheter. The returned sample was evaluated, and two kink locations were observed on the catheter tubing. Inspection of the returned catheter showed a circumferentially aligned kink at the 20 cm depth marker and a second circumferentially aligned kink at the 27 cm depth marker. Microscopic inspection of the damaged area found buckling of the tubing, suggesting that cyclic kinking of the catheter had occurred. However, no features were observed which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.